Event description:
Info received that the unit siderail was not locking into place. No injury reported.

Manufacturer narrative:
Technician found that the siderail was not locking into place due to loose bolt. Retightened the bolt on the siderail to resolve this issue.